Event description:
A cgm error was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully followed these steps. After the reset, the cgm error did not appear again, allowing the caller to start their sensor session successfully.